Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: investigation revealed that the display screen was dim, faded, and discolored. Additionally, the battery compartment was observed to be cracked. Unrelated to the display and casing issues, the clip insert that attaches to the pump had broken off. This issue is unlikely to cause or contribute to an adverse event, as the clip has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, and that the battery compartment was cracked. This report is made based on results of investigation completed on 10/21/2014.